Manufacturer narrative:
Na

Event description:
The user facility reports one incident of a leak between the pump segment tubing and connector. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only. The complaint sample was returned to this manufacturer and evaluated. The reported leak was not confirmed and could not be replicated with testing of the sample.